Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and indicated that the criteria for the right ventricular lead integrity alert were met. Analysis comments are as follows: 142 of 877 lifetime sic occurred since (B)(6) 2013. 6 non-sustained episodes of <(><<)> 220ms ventricle to ventricle cycle were recorded between (B)(4) 2013. A lead integrity alert (lia) triggered on (B)(4) 2013 and due to meeting the conditions for non-sustained episodes and ventricular sic.

Event description:
It was reported that oversensing and short interval counts were observed on the right ventricular (rv) lead due to a potential fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076 implantable pacing lead 2011-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.